Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event reported as: the nebulizer would not mist. The alleged defect was discovered during treatment. No pt injury reported.